Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012784471 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle and dilator. Visual inspection of the shaft area was performed. No anomalies were identified. The shaft was intact with no apparent issue. No kink or any damage was observed on the surface. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The steering mechanism and deflection test were performed. No anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure test showed the pressure decay in the device was in an acceptable range. The aspiration test with negative pressure showed the pressure decay in the device was in an acceptable range. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. The syringe pressure test was conducted, and the pressure system recorded was in an acceptable range. Verification testing confirmed that the tubing continued to allow fluid flow and that the device functions as intended. In conclusion the reported side port tube kink was confirmed through testing. The sheath failed the returned product inspection due to the kinked side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the sheath was rotated and moved multiple times, which caused the flush tube to eventually kink. The infusion pump, which controls the sheath flushing, repeatedly reported a blockage of the flushing during the procedure. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.